Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was able to confirm an error code, indicating a calibration advisory on the right master tool manipulator (mtm). It was confirmed grip freezing occurred on universal surgical manipulator (usm) 3 and 4. The fse proceeded to troubleshoot the issue by loosening and retightening the foam hand rest on the surgeon side console (ssc), cleaning and recalibrating the touchpad, and performing a finger clutch calibration. Additionally, the fse executed an auto grip recalibration of the right mtm. After performing five system restarts, the error did not recur. The fse tested the system and verified it was ready for use. No products were replaced.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the swap arm function within the touchscreen of the surgeon side console (ssc) was not working as intended. It was explained that the grips were freezing when swapping universal surgical manipulators (usm) 3 and 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted. The tse reviewed the system logs and found no related errors. The tse was able to identify the usm swap(s) and noted that the only way to clear the issue was to perform an emergency stop (estop) and recover. The surgeon opted not to troubleshoot the error and aborted the procedure. At the time the case was aborted, anesthesia had already been administered to the patient and ports had been placed. The patient was rescheduled for a later date and has since had a successful robotic hiatal hernia repair procedure.